Manufacturer narrative:
The reported event of post-paced t-wave oversensing was confirmed. The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records recommended reprogramming the device to resolve the issue. The cause of the reported event remains unknown.

Event description:
During follow-up, post-paced t-wave oversensing episodes were observed. The device was reprogrammed to resolve the event. The patient was stable with no adverse consequences.